Manufacturer narrative:
Investigation - evaluation. A review of complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control data, and visual inspection of the returned device was conducted during the investigation. One coil and delivery wire, still attached, were returned in a used condition, covered in biomatter. Slight coil elongation was observed at the connection to the delivery wire, consistent with the length of coil that should be elongated and threaded with the delivery wire. The distal end of the delivery wire is not threaded onto the coil, however the coil is still threaded more proximally. An unsuccessful attempt was made to unwind the embolization coil from the delivery wire in order to determine if each component was manufactured in specification. Due to the returned condition of the device, we were unable to obtain exact measurements. The variance in spacing of the delivery wire coil appears as if the coil is threaded further proximal onto the delivery wire than intended. 8-9 crests appear to be spaced appropriately for coil threading. The coil is threaded an additional 2-3 crests, in which the delivery coil spacing appears tighter than usual. No other damage or evidence of nonconformance was noted for the embolization coil or delivery wire. The complainant product identifier and device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Upon investigating the device, it is clear that the coil is threaded further proximal on the delivery wire than specified and that this over-threading contributed to the event. The over-threading could have been caused during manufacturing. A second possible cause of over-threading could be the reported turning of the coil clockwise prior to turning counterclockwise. The observed unthreading of the distal end of the coil only was likely caused by the junction of the coil and delivery wire being outside of the catheter during attempted deployment. When the junction is outside of the catheter it becomes less stable and can rotate around the coil, causing partial un-threading. However, based on the provided information and the condition of the returned device, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
The investigation of the device is currently in progress. Although a visual inspection of the device has been performed, formal investigation results are not yet available.(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was discovered during a visual inspection of the returned device that the retracta detachable embolization coil had elongated. The customer had previously reported that the coil would not release, and that the withdrawal of the coil back into the sheath of the device could only be performed with difficulty. The elongation of the coil was not discovered until the returned device was visually examined. The customer confirmed that no patient adverse events occurred as a result of the product problem, and no additional procedures were required. Although a visual inspection of the device has taken place, the investigation of the complaint device is still ongoing, and final investigation results have not yet been made available.